Event description:
It was reported that while using the bd vacutainer® k2e 5.4mg plus blood collection tubes that there were tubes without labels. The following information was provided by the initial reporter: customer noticed 18 boxes of tubes without labels. The cannot use tubes. When did the incident occur? Before use.

Manufacturer narrative:
B3: date of event is unknown b3. The date received by manufacturer has been used for this field. H.6 investigation summary: material #: 368499 lot/batch #: 3010347 bd had not received samples, but three (3) photos were provided for investigation. The photos were reviewed and the indicated failure mode for missing label was observed. Additionally, one hundred (100) retention samples from bd inventory were evaluated by visual examination and the issue of missing label was not was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10.